Manufacturer narrative:
The device code was inadvertently omitted in the initial MDR report. This follow up report contains the missing information.

Event description:
Related MFR reports: 1627487-2019-12228, 1627487-2019-12229 and 1627487-2019-12230.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2019-12228, 1627487-2019-12229 and 1627487-2019-12230. It was reported the patient's drg system was explanted due to the patient experiencing shooting, burning pain down the right leg. The physician suspected the pain might have been due to irritation at the s1 nerve root. After multiple reprogramming sessions, the patient reported no change in therapy and elected to have the system removed.